Event description:
It was reported that the right ventricular rv 6949 lead r wave amplitude dropped significantly over the past couple of weeks from 11 millivolts to as low as 0.5 millivolts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).